Manufacturer narrative:
Product analysis: the closurefast catheter was for evaluation. No ancillary device or images were returned. 1 kink noted in catheter shaft located app roximately 42.4cm proximal to the distal tip. No anomalies noted, no black dust noted on heating element, coil. No pin issues noted. A yellow substance noted on the catheter handle and dried blood-like substance noted as well. Catheter passed resistance testing. Catheter passed functional testing. No issues found with the heating coil. Wet cloth soaked in water was used to cover the heating el ement/coil and wiped the coil. No black dust was noted after the cleaning the coil during use and heating. Unit was subject to several additional tests such as movement in the power cable, pc board and strain relief. No issues noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg3 during ablation of the great saphenous vein (gsv). IFU was followed. Compression was performed. Tumescent infiltration was carried out. A guidewire was used for insertion of the catheter. It is reported that after few ablation treatments were performed, the physician removed the catheter and a lot of black powder was found in the coil temperature measurement part. No error messages were displayed on the rfg3. The catheter was replaced to complete the procedure. No injury reported.